Manufacturer narrative:
(B)(4). Per the instructions for use, valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, during valve deployment, the temporary pacemaker became dislodged and lost capture, resulting in a higher than intended valve deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transfemoral tavr procedure, during deployment of the 23mm sapien 3 valve, the temporary pacemaker became dislodged, resulting in a higher than intended valve position. A second valve was deployed. Initially, bav was performed under rvp with an edwards 20x4 balloon. A 23mm commander/s3 was prepared with nominal volume, then positioned within the bottom of the center marker at the insertion point of the leaflets. During deployment, the tpm became dislodged, resulting in loss of pacing capture and a final valve position of 100:0 aortic/ventricular. Tee showed mild-moderate pvl. Post-dilation was performed under rvp with same volume, resulting in only a slight improvement. A second post-dilation was performed under rvp with +1cc resulting in mild pvl. A new lbbb was also noted. Upon further tee assessment, the valve appeared to be unstable and not fully anchored, so the decision was made to place a second thv valve. While re-crossing with an amplatz super stiff wire, the wire caught on a stent strut and then the wire "lunged forward" into the lv. While preparing the second s3/commander delivery system, a moderate pericardial effusion was noted on tee. The second 23mm was deployed 4mm below the top of the first valve, anchoring it with a final result of no pvl. A pericardialcentesis was performed followed by a small pericardial window. An lv apex perforation was noted and successfully repaired. A pericardial drain was placed and the pericardial window was surgically closed. Tee showed no further pericardial effusion. The patient left the room intubated and in stable condition, sinus rhythm with lbbb. The follow up echo taken 4 hours post-op, showed no pericardial effusion or any wall motion abnormalities. Twenty four hours post-op, the patient was extubated and remained in stable condition. Additional information states the amplatz super stiff wire caused the ventricular perforation which led to the pericardial effusion. However, no edwards device was on the wire at the time. The patient's native aortic annulus measured 19.2mm x 22.9mm by CT and had an area of 352mm². The valve had no annular or root calcification and the leaflets were mildly calcified. The image intensifier angle and the coaxial alignment of the delivery system and valve were reported as good, ventilation was held and there was loss of pacing capture during valve deployment.